Event description:
Pad used: conmed "surefit" to patient's thigh. Unknown as to whether the pad was placed on the same side as operative shoulder. Generator alarmed, but did not indicate any fault. Nem light was green. Unit was shut off and rebooted and appeared to operate correctly. When pad was removed from patient's leg, staff noted a 1/2 dollar size raised, red blister. Staff stated that the area did not look like the normal configuration as a burn. Injury to patient's thigh was located under the pad on the end of the pad with the cord at one corner. Or supervisor stated patient was released with a topical dressing, she did have a burn. Pad was a conmed. She is aware that s&n recommends the valley lab pad.

Manufacturer narrative:
Generator has not been returned for evaluation therefore, no determination could be made for the reported incident.